Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, menorrhagia and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2005, (B)(6) 2012. Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.